Manufacturer narrative:
The exposed portion of the soft cannla was observed to be bent. Investigation found the bend did not prevent fluid from exiting the distal tip of the cannula and no signs of leakage were observed. The downloaded data shows some pulse width increases, but no timeouts or drivestalls were observed. It cannot be determined when or what caused the damage to the exposed portion of the soft cannula. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.omnipod insulin management system ¿ user guidemodel: ust40017845-5a-aw rev b 09/17checking your blood glucosechapter 4 / page 36warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 362 mg/dl while wearing the pod for more than 48 hours. When removed from the infusion site (arm), the pod's cannula looked bent. As treatment, a manual bolus was delivered and a new pod was applied.